Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a low anterior resection procedure, the device tore around the upper ring when the surgeon inserted his hand. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. No device will be returned.